Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to rv lead noise. The noise was inhibited pacing. Patient was asymptomatic. The lead was capped and downgrade the patient to a biv pacemaker.